Event description:
A customer reported a malfunction on the pump, which caused their blood glucose level displayed "high", although the specific value was not known. As a corrective action, the customer decided to take multiple daily injections (mdi) with no 3rd party intervention required. The pump was successfully reset, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any issues reappeared.